Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the visual inspection the inner conductor coil was found fractured between the lead tip and the ring electrode, which is assumed to be the root cause of the reported lead failure. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Furthermore, cuts in the insulation were detected, which presumably resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 11 months, it was reported that a lead failure with free fragment located within the pericardium was observed on the x-rays. The lead was extracted.